Event description:
The device was used during a laparoscopic herniorraphy procedure. Reportedly, the staples did not form properly and the handle broke. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/18/1998- supplemental report sent to FDA. During our evaluation, we determined that the handle separated and the device failed to function due to separation of the welded body seam.